Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during follow-up in clinic, lead dislodgment was observed. The physician had difficulty unscrewing and deploying the lead during repositioning attempt. After repositioning, high, out of range pacing lead impedance and loss of capture were noted. The lead was explanted and replaced with good measurements. The patient was stable.